Manufacturer narrative:
(B)(4). Method: the returned cannula was visually inspected for damage or abnormalities. Results: the device showed no evidence of physical damage. The right side of the nose piece was noted to be loose and was able to be removed. Inspection of the nose piece and tube showed that there was sufficient bonding agent applied. A lot check could not be carried out as no lot number was provided. Conclusion: as there was no damage to the surface of the tubing, it appears that the bonding material applied had not bonded properly, as a bond broken by force would have caused damage to the tube surface. The manufacturer of this device has been notified of this complaint and is conducting their own investigation.

Event description:
A hospital in (B)(6) reported that a bc2435-20 neonatal oxygen therapy nasal cannula was coming loose where the tubing connects into the 1 inch nasal interface. No patient consequence was reported.